Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Inflated balloon successfully with only slight difficulty using returned syringe and the catheter rested with no leaks noted. Deflated balloon passively in 2 minutes and 6 seconds with no cuffing or leaks noted. Also received 3 photo samples. First photo sample showed overview of catheter with syringe. Second photo sample showed end of catheter with balloon not inflated. Third photo sample shows overview of text document in japanese. Based on physical sample received product meets specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Risk and labelling reviews are not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when the foley catheter balloon was checked, sterile water was difficult to inject and difficult to drain water form the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter balloon was checked, sterile water was difficult to inject and difficult to drain water form the catheter.